Event description:
Country of complaint: (B)(6). Type of operation: section/caesarian. Tissue being sutured: uterus. Suture technique: continuous. Description: (B)(6) 2013 section caesarean, (B)(6) 2013 cow stopped to eat, surgical intervention, rupture of the catgut in uterus suture. Finally they euthanized the cow on (B)(6) 2013.

Manufacturer narrative:
Us reporting agent notified on 12/20/2013. Reported device not marketed in the us; however, similar device is. Manufacturing site evaluation: samples received: 1 cassette. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There are no units of this batch number in OEM stock. Knot pull tensile strength of the samples received was tested and the results fulfill the requirements of the OEM. Absorption controls conducted on sample with collagenase after a period of time have retention strength values higher than current ones for this material and size. Therefore, this thread does not degrade quicker than other batches tested. The thread of the sample received was almost consumed and we could not conduct all degradation tests with collagenase in order to view the degradation profile. Therefore, and according to the performed analysis results, OEM considers this complaint as not corresponding. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.